Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: e1(event site telephone). A getinge field service engineer (fse) inspected the unit and found no issues with the fiber optic sensor. No fiber optic related errors were present in the device logs. The safety disk and tidal volume disk were replaced due to hours of use neither component showed signs of malfunction. The unit passed all functional test.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) had fiber optic issues. There was no patient harm reported.

Manufacturer narrative:
Due to character limit: e1(initial reporter) (B)(6). A supplemental report will be submitted upon completion of our investigation.